Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported to have been injected in the cheek/mid-face with juvéderm® voluma® xc. About 20 days after the injection, the patient experienced swelling in one side of the face. The patient is concerned as the event is more than swelling. It is an infection. The patient was treated with keflex for 10 days. Patient responded to the antibiotic, but when the patient was off keflex for 2 days, the symptoms reoccurred. The symptoms have not resolved. Additionally, healthcare professional specified the injection sites as v1 and v2. The healthcare professional confirmed the infection and reported that it is occurring at the injection site. The patient was treated with oral medrol dose pack on the same day on which oral keflex was provided. About two weeks later, the patient was treated with oral cipro®.